Event description:
During post dilation with an empira balloon catheter, it was reported that at one point during inflation at 30 atmospheres (atm), the pressure in the balloon completely dropped. The physicians then noticed that the balloon burst on the catheter shaft. This then caused a perforation in the left anterior descending artery (lad), which then a graft master stent was implanted to cover the perforation. The product will be returned for analysis. Prior to the balloon burst, the physician was post-dilating the stent in the circumflex artery at pressures of 14-18-23 and 30 atm.